Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision under a general anaesthetic (date not reported). During the procedure a biopsy punch was performed in order to expose the abutment and remove it. Subsequently, a longer abutment was placed.